Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle lead dislodged. It was also reported that the rv his bundle lead exhibited a high and undefined lead impedance warning, possibly coinciding with the rv his bundle lead repositioning procedure. As aforementioned, the rv his bundle lead was repositioned and remains in use. No patient complications have been reported as a result of this event.